Manufacturer narrative:
Model #: UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733818, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) was replaced without resolve. The power cable was then replaced which resolved the issue. The system then passed the system checkout and was found to be fully functional. The power cable was returned to the manufacturer for analysis. Analysis found an open in the white wire. Analysis found that the reported event was related to a electrical issue. Device manufacturing date not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system would not power on. Multiple wall outlets were tried without resolve. It was noted that while unplugging and re-plugging the system from the wall, no clicking noises could be heard from the system. There were no lights illuminated internally not on the power button. The battery switch was toggled, plugged and unplugged without resolve. This issue was noted outside of a procedure, and there was no patient involvement.